Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The sensing vector was reprogrammed from secondary to primary. The physician was considering a revision procedure due to the electrode being part of an unrelated advisory population and the inability to program the sensing vector to secondary per the advisory communication. Surgical intervention was undertaken. The electrode was explanted and replaced. Subsequently, this s-ICD and replacement electrode exhibited t-wave oversensing that resulted in delivery of an inappropriate shock four months post electrode replacement/implant. The patient presented to the emergency department. The smartpass feature was noted to have disabled due to low signal amplitude measurements. Additionally noise was observed while the patient was being seen in the emergency department. The patient was sitting at the time of the noise. Technical services (ts) reviewed the stored episode and noted signals that railed to the baseline in the stored episode. Ts discussed potential causes and troubleshooting options. Noise was unable to be reproduced with patient isometrics and pocket manipulations. Ts then discussed the option of obtaining an x-ray. The physician ordered an x-ray, and requested the patient schedule a follow-up to review the results. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.